Manufacturer narrative:
The plunger was returned for analysis. The reported sutures failed to deploy was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A sterile device from the same lot was returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for eval updated from "no" to "yes".

Manufacturer narrative:
The additional seven devices with the same issue are filed under separate medwatch report numbers. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with eight proglide devices were attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures failed to deploy with eight proglide devices. Three additional proglide devices were used for successful suture placement using the preclose technique. The tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.